Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and rupture . Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, deformation device and wear abrasion. Cloudy and bubbles in the gel observed after autoclave cycle the unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: b5, b6, d9, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown and rupture . Device has been explanted.